Event description:
Reportedly, the resume pump alarm occurred. The customer acknowledged that they forgot to resume insulin delivery when they should have which led to an elevated blood glucose (bg) of 510 mg/dl. The customer adminstered a correction injection to address bg. Reportedly, customer resumed insulin therapy.